Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an ongoing issue with their ca2 calcium gen.2 (ca2) results from their cobas 8000 c 702 module. The customer provided questionable ca2 results for 2 patient samples. Patient 1 initial ca2 result was 6.2 mg/dl. The initial sample was a stat sample. The repeat ca2 result was 7.4 mg/dl. The same patient sample was tested on another analyzer with a ca2 result of 7.6 mg/dl. Patient 2 initial ca2 result was 6.9 mg/dl. The repeat ca2 result was 8.7 mg/dl. The same patient sample was tested on another analyzer with a ca2 result of 8.5 mg/dl. Patient 2 is a (B)(6) female with a date of birth of (B)(6) the erroneous results were not released outside of the laboratory. The ca2 results from the other analyzer were deemed to be correct. There was no adverse event. The ca2 reagent lot information was 302675 with an expiration date that was requested but not provided. The samples were aliquoted by a modular pre-analytical system. The field engineering specialist found a fluidics failure. He adjusted the gear pump pressure. He replaced ruptured tubing that was found on a rinse mechanism. He replaced syringe seals. He cleaned the syringes with a bleach solution. He checked the reagent wash stations and the rinse mechanism volumes. Calcium precision testing was performed. The customer ran qc with acceptable results. The customer has had no further issues with calcium following the service visit.